Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a high blood glucose 419 mg/dl. Troubleshooting was performed and customer confirmed that the smart guard feature was not active at time of event and customer was using the insulin pump with in 48 hours of event. Device will not be returned for analysis.